Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly calcified and moderately tortuous right common iliac artery. Post deployment of a 12x4x75 epic stent, a 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilation. The device was initially inflated at 10 atmospheres, however, during the second inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination confirmed that the balloon was torn longitudinally. The tear was positioned 3mm distal to the distal edge of the distal markerband and extended the full length of the balloon. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly calcified and moderately tortuous right common iliac artery. Post deployment of a 12x4x75 epic stent, a 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilation. The device was initially inflated at 10 atmospheres, however, during the second inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.